Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Event description:
The date of event is unknown. There was no report of patient harm. The time of event is unknown. No acknowledgement of adverse event. Refer to expiration date as complaint notification. Customer advised: resistance auxiliary biopsy channel.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the air/water nozzle gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on air/water nozzle. In addition, we confirmed that the operation channel kink, the insertion flexible tube buckled, the light guide fiber bundle (lcb) broken, and the air/water socket chipped/cut o-ring; however, they are not the main cause, and/or irrelevant to the alleged complaint. Also,gfe was performed and found no adhesive shedding on the patient's body.

Manufacturer narrative:
Correction information: g4: premarket identification PMA/510(k). G6: follow up #1. H2: type of follow up.